Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2302061 d4. Medical device expiration date: 31-jan-2028 h4. Device manufacture date: 31-jan-2023 d4. Medical device lot #: 2303044 d4. Medical device expiration date: 29-feb-2028 h4. Device manufacture date: 23-feb-2023.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced volumetric accuracy. The following information was provided by the initial reporter: we experience lately that in combination with a b.braun perfusor space syringe pump and a bd plastipak 10ml that at "syringe empty" there is still more than 1ml in the syringe. Update - new pr: I also want to let you know that we are experiencing the same problem on a pump bd bodyguard t. I checked the following lot numbers. 2302061 and 2303044. Same problem with both syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 14-aug-2023 h6: investigation summary samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. A device history review was performed for the reported lot 2303044no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2302061 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is important to ensure syringe has been enabled in the pump which may cause the syringe unable to be recognized. No changes to the syringes have been implemented. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that 2 bd plastipak ¿ - 3-piece syringe experienced volumetric accuracy. The following information was provided by the initial reporter: we experience lately that in combination with a b.braun perfusor space syringe pump and a bd plastipak 10ml that at "syringe empty" there is still more than 1ml in the syringe. Update - new pr: I also want to let you know that we are experiencing the same problem on a pump bd bodyguard t. I checked the following lot numbers. 2302061 and 2303044. Same problem with both syringes.